Manufacturer narrative:
Results: catheter.

Event description:
The patient never had therapeutic effect following a new pump and catheter implant. Initially, the pump was filled with morphine at a concentration of 1 mg/ml. This was increased to a concentration of 2 mg/ml at refill. A CT scan showed the catheter at t12 with no granuloma present. Pain relief was achieved after the patient started taking a morphine suppository. A subsequent dye study was performed. The catheter was difficult to aspirate, and the physician felt comfortable pushing dye through. The dye pooled at the catheter tip, not dispersed, revealing that it was in the dural space. The physician planned to replace the pump and catheter with a programmable system. Further information is being requested from the hcp.